Manufacturer narrative:
D9: device received on 11/18/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed that the downstream occlusion (dso) seal was ripped. The dso seal was replaced to fix the issue.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal was ripped and bubbled. There was no patient involvement.